Event description:
It is reported by pt's counsel that pt underwent right knee arthroplasty in 2002. Post-op, pt experienced and in 2004, was revised wherein the patella was exchanged.

Manufacturer narrative:
Evaluation summary: the explanted patella was not returned with per and is not available for evaluation. Per states that the patella was exchanged but the condition of the part or the failure mode is not known. Also, x-rays or photos are not available for review. The lot number is not available and the device history records could not reviewed. The cause of the problem could not be determined due to insufficient info. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.